Event description:
We used an intravascular ultrasound (ivus) catheter during the case. The picture on the screen kept going in and out. We tried to unplug and replug the catheter into the ivus box, but the connection with the catheter kept going in and out. We did not try a new ivus box. Dr (B)(6) wanted a new ivus catheter. No harm to patient.